Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation, there was thermal damage on the u15, u16, u17, and u18 components of the defibrillator board and r684, r689, r45, and q9 components of the computer/analog board. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from either the damaged monitor or the damaged battery.

Event description:
A us distributor returned a monitor and reported monitor does not power up. A us distributor reported that a battery would not power on a monitor.